Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient suffers from mixed incontinence. There were no complications and the implanted sling was fine. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There were two other physicians reported with this event. Their contact information is as follows: dr. (B)(6). (Implant date: (B)(6) 2013). Dr. (B)(6). (Implant date: (B)(6) 2008).